Manufacturer narrative:
Qn#: (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: surgeon periodically uses ae05 but he is familiar. Surgeon fired first few clips and ran into problem of misfired clips with some dispensed in closed positions. Surgeon also experienced device jammed and could not fire so ae05 device was aborted for safety reason. Faulty product is returned for investigation and surgeon wants monetary refund and report of investigation. Note: during use on a patient.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73e1900523 was manufactured on 05/21/2019 a total of 298 pieces. Lot was released on 05/29/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. It appears that there is excess biological material in the bottom jaw of the sample. It was observed that only the indicator clip was remaining, indicating that 15 clips were fired by the end user. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. Since only the indicator clip was remaining, no additional functional testing could be performed. The sample was disassembled for further inspection. Upon disassembly, no damages were observed. It appears that there was a buildup of biological material present in the bottom jaw. It is possible that the excess amount of biological material present in the device prevented the clips from consistently loading properly, but this could not be confirmed. It could not be determined what prevented the sample from functioning properly. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The reported complaint of "failure to function - info not provided" was unable to be confirmed based upon the sample received. The device was received with only the indicator clip remaining, so there were no clips remaining for functional testing. No defects were found with the sample. It appears that there was a buildup of biological material present in the bottom jaw. It is possible that the excess amount of biological material present in the device prevented the clips from consistently loading or firing properly, but this could not be confirmed. It could not be determined what prevented the sample from functioning properly. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since it could not be determined what prevented the sample from properly functioning, the root cause of this complaint is undetermined.

Event description:
Issue reported: surgeon periodically uses ae05 but he is familiar. Surgeon fired first few clips and ran into problem of misfired clips with some dispensed in closed positions. Surgeon also experienced device jammed and could not fire so ae05 device was aborted for safety reason. Faulty product is returned for investigation and surgeon wants monetary refund and report of investigation. Note: during use on a patient.